Manufacturer narrative:
The device was received for evaluation heavily contaminated with blood. During visual inspection, a pin hole was observed in the tubing approximately 6.5cm above luer. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a flogard blood solution set during a transfusion. The reporter stated that the leak was observed 4 inches from the distal end of the device. The reporter stated that the defect on the set is like a pinhole. There was no patient injury or medical intervention associated with this event. No additional information is available.